Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This product is not marketed in the u.s. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 12.6mm vticm5_12.6, -10.5/+1.0/137 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged with a longer lens due to low vault. The problem is resolved.

Manufacturer narrative:
Device evaluation: lens was returned dry, in a micro-centrifuge and there was clear residue and debris on product. Visual inspection found the haptic torn and presence of residue and debris on lens surface. Claim# (B)(4).